Event description:
The below narrative included an initial report received from a physician on (B)(4) 2012 plus subsequent follow-up: a female pt received poly-l-lactic acid (sculptra aesthetic) multiple times in nasolabial folds, marionette lines and cheek lines for cosmetic purpose. She received poly-l-lactic acid (lot # a9030 and expiration date february 2012) on (B)(6) 2011. On (B)(6) 2011, she had her second injection (lot # z249030 and expiration date february 2011). On (B)(6) 2011, she had her third injection (lot # a9030 and expiration date february 2012). She developed large nodules bilaterally in medial longitudinal fasciculus (mlfs) and marionettes line (previously reported as "very, very, large nodules in marionettes line and extending down to prejowl sulcus)." She also had superficial purpura. The nodules were visible and they were greater than 5mm. There were signs of inflammation in all lesions together and the size of lesions was 30 x 40. The pt was given intralesional injection of medication for the events. There was no evidence of a systemic process. The events had been characterized as protracted or prolonged. The physician didn't expect this adverse experience to be irreversible. Since the physician didn't perform the injections, he couldn't provide more details. The events have been ongoing for one year. There was no surgical intervention. The pt has no history of immunological or collagen-vascular disease and fitzpatrick skin type iii. No concomitant medications were reported. No further relevant info provided.

Manufacturer narrative:
Additional info was received from product quality complaint ptc (B)(4) on (B)(4) 2012: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in the united states and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1048, batch a2050, batch a2051, batch a2052, and batch a2053. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specification. Nevertheless, since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself. Conclusion: no investigation possible. Based on additional info received on (B)(4) 2012, this case was upgraded from non-serious to serious. Additional info received from a physician on (B)(4) 2012: pt's initial was provided. Detail info of the events including the onset date, lot numbers and expiration dates of poly-l-lactic acid, the dates of injections, the outcome of the events and the treatment of events were reported. No further relevant info provided.